Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezc2508 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported that during the procedure, the nurse punctured the patient's vessel and during the channeling of the vessel with the guidewire, this showed resistance during the introduction when trying to remove the guidewire. This curled the needle requiring withdrawal of the needle along with the guidewire. After the complete removal of the guidewire and the needle, tortuosity and a small break in the guidewire tip of the segment were observed. As for the patient, the guidewire has been completely removed from the vessel / skin. This did not compromise the patient's physical integrity and hospitalization was not prolonged due to the event.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed and the cause appeared to be use-related. The product returned for evaluation was one nitinol guidewire. Usage residues were observed throughout the coil region of the wire. The weld tip was present and intact. Multiple bends and kinks were observed between the weld tip and the transition. Tactile inspection of the sample confirmed that the inner core wire was intact. Microscopic inspection of the sample confirmed the presence of residue. The coils were slightly elongated at the transition and were slightly bunched within the kinked regions. Inspection of the kink sites confirmed that the coils were misaligned. The bends and kinks in the wire appeared to be the result of forceful/excessive manipulation. The presence of usage residue suggested that manipulation occurred during use/attempted use of the device.